Manufacturer narrative:
Internal complaint reference: (B)(4). Article: yoon, k. H., kim, j. S., park, j. Y., park, s. Y., kiat, r. Y. D., & kim, s. G. (2021). Comparable clinical and radiologic outcomes between an anatomic tunnel and a low tibial tunnel in remnant-preserving posterior cruciate ligament reconstruction. Orthopaedic journal of sports medicine, 9(2), 2325967120985153.

Event description:
It was reported that on literature review comparable clinical and radiologic outcomes between an anatomic tunnel and a low tibial tunnel in remnant-preserving posterior cruciate ligament reconstruction, 1 patient had a complete graft tear on MRI scan after a remnant-preserving pcl reconstruction procedure using a bioabsorbable interference screw. It is unknown how was the event treated. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: doi: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.